Manufacturer narrative:
The reported event of a helix mechanism issue was confirmed. The report event of inadequate capture was not confirmed. As received, a complete lead was returned in one piece with the lead helix retracted and clogged with blood. X-ray examination found no anomalies to the helix and connector region. After cleaning and applying torque directly to the connector pin, the helix was able to extend and retract. The measured full helix extension length was within product specification. Electrical testing did not find any indication of conductor fractures or internal shorts. The cause of the reported event of a helix mechanism issue was due to blood clogging the helix at the helix region.

Event description:
Related manufacturer reference number:2017865-2023-46511. It was reported that patient presented in clinic after experiencing extra cardiac stimulation. Upon interrogation, it was found that patient's atrial and right ventricular (rv) lead exhibited high capture threshold. It was further noted that both leads were dislodged. During lead revision procedure it was found that helix of both leads was not able to extend. Both leads were explanted and replaced. The patient was stable.